Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The root cause for the initial delivery issue in the preloaded device cannot be determined. The file indicated an initial attempt at delivery in the company preloaded device but met with delivery issue. A qualified viscoelastic was indicated. A determination could not be made from the provided photo because the lens had been removed from the used device. It cannot be confirmed if a plunger override had occurred during initial delivery attempt. Plunger override may occur: ¿ due to rapid advancement faster than the instruction for use (IFU) recommend rate. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. ¿ if the device is overfilled with ophthalmic viscoelastic devices (ovds), this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The file indicated that the lens was then removed from the device and reloaded into a single use company cartridge. The initial report description indicated the trailing haptic was bent and the lens could not be delivered, so another lens was used. Based on the photo, the trailing haptic was slightly extended and the leading haptic was bent onto the optic. The file indicates no sample expected to return. Additionally, a failure to follow the IFU occurred during this event with the removal of the lens after a delivery in the preloaded device had been attempted. The method described is not a recommended method of delivery per the IFU. The alternative method outlined in the IFU for using the company device in a company cartridge instructs the user to prefill the qualified cartridge with a qualified viscoelastic, remove the lens from the company lens loading area, then load into a qualified company cartridge. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during the cataract surgery with intraocular lens (iol) implant procedure, felt resistance when pushing plunger and plunger didn¿t engage with lens. Lens removed and nurse attempted to load into cartridge, also could do due to bent trialing haptic. Another lens used without issue. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Photos were available in the file. Photo one shows the entire length of the company device and beside it, a company cartridge with a yellow lens model visible in the cartridge. The device was positioned on its side with the diopter (19.0 d) visible on the mylar label. The plunger lock and lens stop were removed from the device. The plunger appears to be oriented correctly. It cannot be confirmed from the photo if viscoelastic is present in the device. The plunger has been retracted to mid-nozzle. No further determinations can be made regarding the preloaded device. Viscoelastic observed inside the cartridge. The lens was located between the loading area and the nozzle entry area. It cannot be confirmed from the photo if the lens was biased down in the cartridge per the IFU (instructions for use) instructions. The leading haptic was bent toward the optic with the distal tip placed onto the anterior optic surface. The trailing haptic was in a slightly extended position behind the optic. The photo was enlarged to assess for evidence of handpiece use; however, upon magnifying the image became too blurry to make that determination. Photo two include a close up view of the product carton with the product information edge legible. The information matches this file. The device and the cartridge are in the background of this photo. The manufacturer internal reference number is: (B)(4).